Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user described the hearing impression as low-pitched. Either re-insertion or re-implantation are considered.

Manufacturer narrative:
In situ measurements whilst implanted indicated a device malfunction. From the device investigation the reason for the reported issues could not be concluded. No device malfunction could be observed. Hence, the root cause for the reported issues remains unknown. In addition two channels migrated post-operatively out of cochlea. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
In situ testing at first fitting showed abnormal results. The user described the hearing impression as low-pitched. The user has been re-implanted.